Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upn corrected from h802228240021 to h802228240022. Lot number updated from unknown to 16752417. Device expiration date updated from unknown to 19feb2016. Device manufactured date updated from unknown to 19feb2014. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01703. It was reported that the wire broke and was stuck at the tip of the burr. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 1.50mm rotalink¿ plus and a 325cm rotawire were selected for treatment. Platform testing was performed with the burr outside of the patient. It was then observed that the wire broke as the loop was in a sharp angle. The physician attempted to insert a new wire on the burr however, it was noted that the remainder of the wire was stuck at the distal tip. The procedure was completed with another of the same device. There were no complications reported and the patient's status was good.

Event description:
Same case as MDR ID: 2134265-2015-01703. It was reported that the wire broke and was stuck at the tip of the burr. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 1.50mm rotalink¿ plus and a 325cm rotawire were selected for treatment. Platform testing was performed with the burr outside of the patient. It was then observed that the wire broke as the loop was in a sharp angle. The physician attempted to insert a new wire on the burr; however, it was noted that the remainder of the wire was stuck at the distal tip. The procedure was completed with another of the same device. There were no complications reported and the patient's status was good.